Event description:
It was reported that the stimulation "shocked" the patient when it was at higher settings, and had not helped much. It was noted that the patient used to get sick while she would eat, and now would get sick about 0.5 hours after eating. The patient was working with her doctor on programming options to get optimal results. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient did not have concerns regarding her device.

Event description:
Additional information received reported that the cause of the event was unknown. The last time the patient was seen by the physician, (B)(6) 2011, a reprogramming was done. At the time the patient had discomfort and not shocking. The patient didn't require hospitalization for the event and patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4). Lead, model 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Lead, model 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: na.

Manufacturer narrative:
(B)(4).